Manufacturer narrative:
(B)(4). Date sent: 6/18/2024 d4: batch # c9d86f investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation and shaft cannula bent. In addition, one(1) unformed clip was returned inside aplastic bag. The device was disassembled and evidence of corrosion was found throughout the broken area. One(1) remaining clip was found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be loaded. The next clip came out before the clip and could not be loaded and dropped out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.